Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Reference medwatch 2032227-2014-60067 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has poor vision and her insulin pump screen was scratched, making it difficult for her to read it. She experienced a low blood glucose level that caused her to collapse. Her actual low blood glucose level was not reported but her most recent blood glucose level was 139 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.